Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 05 occurred with multiple cartridges. Reportedly, the customer had followed the prompts during the load sequence. Customer's blood glucose (bg) level was over 600 mg/dl. Reportedly, the customer addressed their bg with a manual dose injection. A new cartridge was successfully loaded onto the pump to address the alarm.